Event description:
Additional information was received that the patient experienced another episode of inappropriate shock. The cause of the inappropriate therapy was determined to be due to myopotential oversensing that was able to be recreated in clinic. The sensing vector of the device was reprogrammed pending further investigation. Ts suggested based on the ongoing nature of the issue and electrode placement that a revision procedure may be considered. The physician subsequently performed a revision procedure wherein the electrode was repositioned and satisfactory sensing obtained. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to noise in conjunction with numerous runs of non-sustained ventricular tachycardia (nsvt). It was noted that shortly after implant sensing gain was increased to 2x due to low amplitude intrinsic signal and was later observed to exhibit intermittently high signals at the time of the shock. Boston scientific technical services (ts) reviewed the stored event in addition to x-rays indicating a shift in electrode placement since implant. Ts discussed options for management with the field representative to present to the physician. A stress test was performed at which time therapy was reoptimized and the patient prescribed antiarrhythmics; there are no plans for additional testing or intervention at this time. No adverse patient effects were reported. This system remains in service.